Event description:
The consumer reported using the product for four hours on her upper right and left hips. When the patches were removed, the consumer described third degree burns and skin removal in the areas worn. The consumer sought medical attention and treatment of her injuries which included a hospital stay for surgical debridement, burn care (silver sulfadiazine and dressing changes) and pain management (morphine and lortab).

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting for adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.